Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint engineering found the tip cover to have multiple holes burned through the silicone. The silicone exhibits localized melting around the hole which is indicative that an arcing event occurred. The hole sizes are roughly .015 and .050, and are located .220 and .330 above the silicone to sleeve interface. The tip cover also has various mechanical tears and scratches in the general vicinity of the holes. The site also returned a video of the procedure where various collisions between silicone part of tip cover and other instruments can be observed prior to arcing. Evidence not conclusive, however, the instrument collisions with the tip cover accessory have likely contributed to the arcing event. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings to handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The monopolar curved scissors instrument instructions for use. Inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the site observed arcing coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The surgical staff observed burns that were local into fatty tissue in the bladder region. The tip cover accessory was changed to successfully complete the surgery. The site reported that the patient was not injured beyond the local charring at the level of the distal tip and that the burns did not require any added intervention. The patient was reported as recovering normally and no follow up visit was required as result of burns.